Event description:
It was reported the pacemaker was in backup mode. The reason for the reset was ce. The patient could not remember doing anything in particular on that day. A device firmware was reloaded and successfully restored the pacemaker to normal device function. The patient condition was fine before, during, and after the procedure.